Event description:
While under sedation for a diagnostic endoscopic ultrasound the scope would not display an image resulting in a surgical prolongation greater than 30 minutes. The procedure was completed using a similar device and there were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide a correction and additional information from the customer. Updated fields: b5, d9, f9, f10. Corrected fields: b1, b2. Additional information was received from the customer. The customer estimated the delay was close to 45 minutes. The failure occurred during a diagnostic procedure, but the patient was not directly harmed due to the malfunction. The scope never entered the patient. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 minutes or more; however, there was no evidence of patient harm, no serious injury, and no adverse patient effects due to the prolonged procedure, thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.